Event description:
This procedure is associated with MDR 2183870-2014-00251. Customer states two patients came back for the follow up after an ablation procedure and the ultrasound had no signs of any thrombus or vein closure. Patient will be returning for another scan. Following up physician notes from (B)(6) 2014, state the following: "no dvt. No reflux in the deep system. The treated segment of the gsv is open and did not respond to rf therapy" the reported event has been confirmed according the procedure notes.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.